Event description:
It was reported that during an unk procedure, the instrument could not connect with handpiece. There were no adverse consequences for the patient. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the hand piece was received with the mount loose. The handpiece was connected to the generator and a test instrument. No assembly issues were found. The handpiece was then tested and was functional. As a loose mount was found, the instrument was disassembled to inspect internal components and a torn acoustic isolator and evidence of moisture ingress were found. A loose mount can be the result of a torn acoustic isolator or when there is a loss of compressive force on the distal seal, including but not limited to, number and type of sterilization cycles, improper handling (drops) and over torquing during use. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal.